Manufacturer narrative:
(B)(4). Device evaluated by MFR.: device not returned therefore analysis of complaint device could not be performed. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in a shunt in the moderately tortuous and moderately calcified vessel of the left forearm. After a guide wire passed through the lesion, a 5.0mmx40mmx40cm (4f) sterling¿ balloon catheter was advanced for dilation. The balloon was inflated at 6 atm for the first dilation. However, during the second inflation at 14 atm for 60 seconds, the balloon ruptured. No segment of the balloon was detached inside the patient after it ruptured. The procedure was completed with a 4-4 sterling¿ balloon catheter. No patient complications were reported and the patient's status was good.